Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original packaging), used temporary pacing electrode catheter. Visual inspection of the sample noted using (in-house) syringe inflated balloon with 1.5 cc air without difficulty. Allowed to rest with no leaks evident. No root cause could be found because the reported event was unconfirmed. A DHR was not required since the reported failure was unconfirmed. As the reported event was unconfirmed a labeling review was not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temporary pacing electrode balloon was not able to inflate. On (B)(6) 2024 a tpe from the same lot was reported to be defective. On (B)(6) 2024 the team tested another tpe before use and the balloon could not be inflated. They opened 2 more sets afterwards and all had the same problem, that the balloon was not inflatable or only with a lot of force. It was reported that a temporary pacing electrode was inflated before insertion. The balloon had a leak and was reported to be defective and not used. Before the insertion into the patient, the team checked the tpe by inflating the balloon. While during use a leak was noticed, because the balloon did not inflate properly. There was a delay of operation and exposure to blood. It was unknown what medical intervention was provided. Per follow up information received via ibc on 13jun2024, stated that the balloon from the tpe was unusable, as they could not be inflated. Confirmed that event was before use and the sample was contaminated with blood, because the user gloves already had blood on them, but the sample was not inside the patient, indirect contact with blood. Based on additional sample received on 20aug2024, new complaint was created for lot#gfhw1797 with 3 samples. Based on additional sample received on 26aug2024, new complaint was created for lot#gfhq0637 with 1 sample. Per follow up received on 29aug2024, stated that the same problem for both affected samples (lot#gfhw1797 with 3 samples and lot#gfhq0637 with 1 sample), were not being able to inflate. The balloon did not inflate as intended, due to a leak in the balloon. The sample was therefore not used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a temporary pacing electrode was inflated before insertion. The balloon had a leak and was reported to be defective and not used. Before the insertion into the patient, the team checked the tpe by inflating the balloon. While during use a leak was noticed, because the balloon did not inflate properly. There was a delay of operation and exposure to blood. It was unknown what medical intervention was provided. Per follow up information received via ibc on 13jun2024, stated that the ballon from the tpe was unusable, as they could not be inflated. Confirmed that event was before use and the sample was contaminated with blood, because the user gloves already had blood on them, but the sample was not inside the patient, indirect contact with blood. Based on additional sample received on 20aug2024, new complaint was created for lot#gfhw1797 with 3 samples. Based on additional sample received on 26aug2024, new complaint was created for lot#gfhq0637 with 1 sample. Per follow up received on 29aug2024, stated that the same problem for both affected samples (lot#gfhw1797 with 3 samples and lot#gfhq0637 with 1 sample), were not being able to inflate. The balloon did not inflate as intended, due to a leak in the balloon. The sample was therefore not used.